Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01087. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and cystocele. It was reported that patient underwent mesh revision on (B)(6) 2012 due to mesh exposure.

Manufacturer narrative:
Date sent to the FDA: 07/03/2017. Patient codes: (B)(4) cystocele, (B)(4) adhesions. It was reported that following insertion the patient experienced symptomatic cystocele and pelvic adhesions.

Manufacturer narrative:
Additional information additional patient codes: (B)(4) - infection additional narrative: it was reported that the patient underwent vaginal removal of prosthetic mesh and abdominal sacrocolpopexy on (B)(6) 2014 by(B)(6). Due to vaginal mesh erosion causing infection and pain.